Event description:
Physician reported that there were "complaints about the deformity of the right breast. In dynamics with strain amplification". The physician later confirmed rupture diagnosed by ultrasound. The device was explanted. This record relates to the right side.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and deformity.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Visual analysis of the photographs identified lot number 2612093, catalog number tsf-415, white particles and red particles material on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the mostlikely failure mode.

Event description:
Physician reported that there were "complaints about the deformity of the right breast. In dynamics with strain amplification". The physician later confirmed rupture diagnosed by ultrasound. The device was explanted. This record relates to the right side.